Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that while charging, the pump gets very hot. There were no temperature alarms observed. The customer stated the pump burned their hand when trying to unplug the pump after it had been charging. There was no impact to the customer's blood glucose level. Reportedly the customer will continue to use the pump until the replacement pump is received.